Manufacturer narrative:
This case was assessed as reportable to the FDA as the event small occlusion (vascular occlusion) was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record of radiesse(+) injectable implant, lot number a00034750, was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No nonconformances was related to this lot.

Event description:
This spontaneous report was received from a us healthcare professional and concerns a patient. The patient was injected with radiesse(+). After the radiesse(+) injection, the patient experienced occlusion to the lateral cheek. The reporter did not give anymore details regarding the patient or the occlusion. The outcome of the event was unknown. Follow-up information was received on 19-dec-2022: the event term occlusion was amended to small occlusion, and the coding remained unchanged. The patients gender (female), age, year and month of birth were provided. She was 50 years old at the time of the event. The patient was injected with a total of 1.5 ml of radiesse(+), into the lateral cheeks (off label use of device), on (B)(6) 2022. The batch number was reported as a00034750. A lot search in the global safety database was conducted. The batch record review was received and the lot number for radiesse(+) was confirmed as a00034750 (expiry date: 10/2023). The patient was previously treated with hyaluronic acid (ha) and radiesse, without complications. Concomitant medications were reported as none. On (B)(6) 2022, after the radiesse(+) injection, the patient experienced a small occlusion. Corrective treatment included hyaluronidase (9 ml, 1 week later). There was no evidence of occlusion for 5 days, besides pain, out of what was expected. As reported, she had pain with opening the jaw about 30 min after, that was taking the longest to resolve. Additional corrective treatments included aspirin, warm compress, pain meds, valacyclovir, doxycycline and alastin skin nectar. On (B)(6) 2022, the occlusion mostly resolved. On (B)(6) 2022, a follow up showed slight bruising with minimal pain when opening the jaw, but all other symptoms were resolved. As reported, it resolved without scarring or hyperpigmentation. No relevant laboratory tests were performed. Due to the provided information, the outcome of the event was considered as resolving (changed from unknown). In the opinion of the reporter, treatment was necessary to prevent permanent damage, the event was not permanent and was related to radiesse(+). Follow-up information was received on 27-dec-2022: on (B)(6) 2022, the patients symptoms resolved with only minimal bruising and she had no skin breakdown. The outcome of the event remained unchanged.